Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, multiple false pause episodes were noted. Technical support was contacted and additional information was requested but not yet received. The patient was in stable condition.

Event description:
During follow-up, multiple false pause episodes were noted. Technical support was contacted the device remains implanted and the physician will continue to monitor the patient. The patient was in stable condition.